Event description:
During pta of a dialysis shunt, the balloon ruptured after its third inflation attempt, at 10atm. The product was normal in appearance during inspection and was prepped per the IFU. There were no anomalies noted during prepping. An inflation device was used during the procedure. This product is also not available for testing and evaluation.